Event description:
Cut inside - mouth [mouth injury]. Brush head on oral-b toothbrush is vibrating off...came off while in mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush head on the oral-b toothbrush was vibrating off and came off while in their mouth. No injury was reported. 31-jul-2023 follow up via phone: consumer stated that the oral-b toothbrush head fell off into their mouth and cut the inside. The concomitant product was oral-b power rechargeable toothbrush handle 3756. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cut inside - mouth [mouth injury]. Brush head on oral-b toothbrush is vibrating off...came off while in mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush head on the oral-b toothbrush was vibrating off and came off while in their mouth. No injury was reported. 31-jul-2023 follow up via phone: consumer stated that the oral-b toothbrush head fell off into their mouth and cut the inside. The concomitant product was oral-b power rechargeable toothbrush handle 3756. No serious injury was reported. 24-aug-2023 case update: the concomitant product lot was 1bd919 41542. No serious injury was reported. 20-sep-2023 product investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3756. The concomitant product was confirmed to be oral-b power power oral care refills precision clean. No serious injury was reported.

Manufacturer narrative:
20-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.